Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. Upon examination of lead, it was noted that the right ventricular (rv) lead had no capture threshold. It was determined by the physician that there was possible micro dislodgment on the rv lead. Chest x ray was performed but dislodgement was not confirmed. This was verified by using surface leads which determined that rv lead had no capture. The physician brought the patient in to reposition the lead. During procedure, the lead was repositioned several times but no stable threshold was obtained. The physician explanted and replaced the rv lead in the same procedure on (B)(6) 2021. Further examination of rv lead revealed that the integrity of the lead was damaged during initial implant procedure and the post operative check. The patient was in stable condition throughout.